Manufacturer narrative:
It is reported that the device will not be explanted and that the surgeon intends to perform an osteotomy to create a superior acetabulum for the patient. The device was implanted in (B)(6) 2014 when the patient was (B)(6) and still skeletally immature. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient's acetabulum has been become increasingly dysplastic since her initial surgery. It was further reported that the patient suffered a subluxation.